Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Rv lead insulation abrasion was suspected, and diagnostic imaging was performed however the imaging was inconclusive. The rv lead was capped and replaced to resolve this event. The patient was stable following the event with no adverse health consequences.